Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that it has been raining and she had been in and out and the insulin pump could have gotten wet. Blood glucose value was 43 mg/dl; the customer treated by eating. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had alarmed button error and no button response due to corroded keypad traces. No moisture damage was noted on the electronics. The device had cracked case at the display window corner, battery tube treads, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.